Event description:
It was reported to nuvectra that during the insertion of the trial leads, one of the leads separated during placement and a portion of the lead remained in the patient. The remaining portion of the lead was later removed.